Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due a mechanical issue, the device no longer inflated properly. The device exhibited fluid loss. The device was removed and replaced. There were no patient complications.